Event description:
Healthcare professional reported a left side "textured allergan implant, capsular contracture", "swollen and enlarged left breast", "peri-implant collection". Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe. Seroma-late: unable to observe. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side "textured allergan implant, capsular contracture", "swollen and enlarged left breast", "peri-implant collection". Device remains implanted.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade unknown. Swollen and enlarged breast. And peri-implant collection. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.

Event description:
Healthcare professional reported, a left side "textured allergan implant, capsular contracture", "swollen and enlarged left breast", "peri-implant collection". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 12/jun/24.¿ correction to g.3. Aware date of supplemental medwatch (B)(4). Aware date should have been listed as 11/aug/2024.¿

Event description:
Healthcare professional reported a left side "textured allergan implant, capsular contracture", "swollen and enlarged left breast", "peri-implant collection". Device remains implanted.